Event description:
Customer reported capture-r ready ID extend I plates lot dp019 had ab_ID strips in the package.

Manufacturer narrative:
Retention inspection was performed on 1 pouch of crrid extend I test wells lot dp019. Product appeared as expected. All strips were labeled with the correct lot number. The plate frame was labeled with the correct product and lot. Returned capture-r ready-ID extend I, lot dn019 (stamped on strips) was tested and the reactivity was consistent with the expected reactivity for capture-r ready-ID extend I, lot dn019. Internal inspection of the remaining inventory determined there were no additional labeling errors of this nature. The mislabeling occurred due to employee error at the supplier of the plates. The supplier was responsible for barcoding the plates and applied the wrong barcode. A field correction was initiated on 9/11/07. The plates are longer shipped directly from the supplier, they are barcoded in-house.